Event description:
It was reported that the patient with this artificial urinary sphincter aus experienced recurrent incontinence. During a revision surgery, the physician confirmed that the device was no longer functioning properly as the cuff was unable to hold fluid. The device was explanted and replaced. No additional information was provided.

Manufacturer narrative:
UDI field (d4) concomitant product UDI for balloon is (B)(4). UDI field (d4) concomitant product UDI for pump is (B)(4). There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms of urinary incontinence is a known risk associated with implants of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.